Event description:
During a procedure, the clip applier jammed in a closed position, the procedure was prolonged for more than 30 minutes, the patient was not harmed.

Manufacturer narrative:
The cause of the jam could be as a result of the device was being used beyond it useful life. The device was manufactured in 2010. The incident occurred in 2014. Functional testing has been performed on ml 10 devices to assure that it will function properly for up to 20 uses. The device was not returned for a complete investigation, root cause of the jam is undetermined.